Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, a right side rupture. Device has been explanted.

Event description:
Healthcare professional reported a right side rupture. Healthcare professional later reported "hole, non-specific" and "high riding right breast implant." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: malposition: unable to observe as it is not related to the device. Rupture: observed opening assessed as surgical damage. Additional observations: no other observation observed. No further actions are required since no manufacturing issue is observed.